Manufacturer narrative:
.

Event description:
Per the clinic, the patient experienced a loss of benefit due to migration of the electrode array. Subsequently, the device was explanted on (B)(6) 2016. It is unknown whether the patient was reimplanted with a new device.